Event description:
A healthcare professional reported that an undercut of the flap and giving an error message in the unknown eye of a patient, during surgery. The operation was performed for hypermetropia with no patient harm.

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. The review of logfile for the day of treatment shows all laser system functions were within specifications. The vacuum check, the energy check and the ablation check were performed successfully without issues. The logfile shows that the user performed one energy check and performed sixteen treatments without further energy check on that day. The logfile shows fifteen successfully performed treatments. The reported treatment could be identified in the logfile. During the side cut the warning message displayed as vacuum exceeds limits - treatment is aborted. Repeat vacuum check appeared once. The treatment of the patient's left eye was aborted by the laser. No relevant deviation between planned and performed energy is detectable for bed and canal cut. The user operated within the recommended energy settings. The thickness of the flap was thinner than the recommended flap thickness. The user restarted the treatment on the same day and finished the treatment without any problems. No technical root cause was identified as the product was found to be within specifications. Most possible root cause could be a bad docking, patient anatomy and the movement of the patient´s eye. The manufacturer internal reference number is: (B)(4).